Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP. It has been reported the patient has sadly passed away. The cause of death was not reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.